Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that patient was not feeling what he used to feel before, he was not feeling stim. They had tried changing programs/groups/intensity and was still not feeling stim at all. Caller wanted to meet with a manufacturer rep for reprogramming. It was confirmed thorough the patient programmer that patient's therapy was on. Caller was redirected to their hcp. An exact date of when the event occurred was not provided. Patient reported maybe in (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3998, lot# v013787, implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to not feeling stimulation was that the paddles needed replaced. The patient reported that he met with a manufacturer¿s representative (rep). The patient reported that he was now feeling stimulation and had surgery to remove the old and put in new paddles. No further complications were reported.